Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient failed to charge the ipg as recommended. In turn, the ipg was explanted on (B)(6) 2018 due to being inoperable and replaced which resolved the issue. Reportedly, the patient received effective stimulation postoperatively.